Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. It was reported that the device separated. There were no anomalies noted during the prep of the device. The device was prepped according to the IFU. There was no damage noted to the box, pouch, hoop or balloon sleeve. There was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The target lesion was the tibial artery. The length of the lesion was 10cm. The lesion was atherosclerotic occlusive,70% tortuosity and 30% calcified. There were no stents present within the treatment site or tracking path. A terumo guidewire and a terumo 4f introducer sheath were used. An ipsilateral approach was made via the femoral artery. The guidewire and device were advanced to the lesion without difficulty. The device was inflated to 14atm and the balloon burst and the device separated. The balloon was found to be separated from the shaft. It was reported that a standard operation was performed to remove the separated piece of the device from the patient. The device was easily removed from the patient. A maierrui-inflation device as used to inflate the complaint device and this was used successfully with other devices. The device was inflated once and inserted into the patient once. There were no kinks noted on the device during or after use and force was required when using the device. The patient did not experience any complications as a result of the failure with the device. Another device was used to successfully complete the procedure. There was no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first reported complaint for this lot number and issue to date. The device was returned for evaluation for this complaint. No external or internal packing was returned. The sleeve was not returned. The hub was printed as expected and there were no visual defects observed. There was however dried red substance noted throughout the hub. No visual defects were noted on the inner or outer. There was evidence of the balloon having been inflated. There was no evidence of any device detachment. A 0.018 guidewire was inserted into the device, the guidewire passed through successfully. The balloon was inflated but it was unable to maintain pressure, due to a pinhole been noted at the distal markerband. The result of the investigation is unconfirmed. The evaluation of the device is unconfirmed for the reported failure mode of the detachment of device. The device was returned intact, no detachment was observed. A pinhole burst close to the distal markerband was observed during the evaluation. Patient factors i.e. Lesion was 70% tortuosity and 30% calcified may have been a contributory factor for this issue. Based on analysis performed no additional action is required at this time. The IFU states: (a) device description: the savvy® long percutaneous transluminal angioplasty (pta) peripheral catheter family are a non-reusable coaxial design catheter with a semi-compliant balloon mounted on its distal tip. The hub/¿y¿ connector consists of a through lumen, allowing the catheter to track over a guidewire, and a balloon port, used to inflate the balloon. (B) indication for use: the savvy® long catheters are intended for balloon dilatation of the femoral, popliteal and infra-popliteal arteries. These catheters are not designed to be used in the coronary arteries. (C) directions for use. Inspection and preparation: note: a 0.018¿ (0.457 mm) guidewire must be inserted in the savvy® long catheter across the balloon during any inflation of the balloon. Remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25%/75%). Gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, counterclockwise motion. If resistance is felt upon removal then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. Apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. Warning: after use this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and with applicable local, state and federal laws and regulations. (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of device is expected. The investigation is currently in progress.

Event description:
It was reported that the device separated. There were no anomalies noted during the prep of the device. The device was prepped according to the IFU. There was no damage noted to the box, pouch, hoop or balloon sleeve. There was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The target lesion was the tibial artery. The length of the lesion was 10 cm. The lesion was atherosclerotic occlusive,70% tortuosity and 30% calcified. There were no stents present within the treatment site or tracking path. A terumo guidewire and a terumo 4f introducer sheath were used. An ipsilateral approach was made via the femoral artery. The guidewire and device were advanced to the lesion without difficulty. The device was inflated to 14 atm and the balloon burst and the device separated. The balloon was found to be separated from the shaft. It was reported that a standard operation was performed to remove the separated piece of the device from the patient. The device was easily removed from the patient. A maierrui-inflation device as used to inflate the complaint device and this was used successfully with other devices. The device was inflated once and inserted into the patient once. There were no kinks noted on the device during or after use and force was required when using the device. The patient did not experience any complications as a result of the failure with the device. Another device was used to successfully complete the procedure. There was no patient injury reported.